Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the enclosure cracked by drain fitting, both covers were scratched and marked and line cord was worn. Device underwent functional testing; filled water tank, attached temp check, plugged in line cord and turned on device. The customer complaint has been confirmed due to a cracked enclosure by drain fitting. The problem source however has been determined to be unknown.

Event description:
Information was received that device is leaking. No adverse effects reported.